Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had pain since implant. The caller was not with the patient and no additional troubleshooting could be done. Additional follow up was done and the patient indicated the device was not placed right. The device was at an angle on the left hip bone and at the belt line. It worked fine but due to the placement of the device it irritated the patient when leaning on a chair, wearing pants, and sometimes even with underwear and sweatpants. The patient thought it should have been placed three to four inches higher but the doctor believed this was the best place for charging too. The patient thought due to the same position of the device they might have felt some shocking. The doctor ordered images and concluded everything was fine. The patient did not know when all of this happened and did not want to provide further details. The patient did not think they would see their physician anymore and did not have a plan to call any other doctors any time soon. The patient indicated if they did discuss with a doctor later they would get the device removed or replaced in a different location because it didn¿t help with pain. Patient indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.